Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had prime fill anomaly. The customer¿s blood glucose was 8 mmol/l. Customer stated that the while filling reservoir a lot of air was coming into reservoir instead of insulin. Customer stated that they have a issue with the every reservoir. The device will be returned for analysis.